Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the continuous glucose monitor is not compatible with this pump. The lowest blood glucose (bg) entered into the pump by the user was 76 mg/dl on (B)(6) 2020. The lowest blood glucose (bg) entered into the pump by the user was 92 mg/dl on (B)(6) 2020. Therefore, the complaint could not be confirmed. On (B)(6) 2020 and (B)(6) 2020, user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On (B)(6) 2020 and (B)(6) 2020, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. A tubing fill of size 12.4 units was observed on (B)(6) 2020. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Bg cause was not known. Customer consumed a banana to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.